Event description:
Device issue: shaft separation. Time of device issue: during returned device analysis. Adverse event: none. It was reported that the xact stent delivery system (sds) could not be advanced across the right internal carotid artery lesion. The sds was removed and it appeared as if the outer tube of the sds catheter was peeling away around the rx port, almost stretching. The procedure was successfully completed using another xact stent. There was no adverse pt effect. Though requested no additional info was provided. This event is being reported due to the device analysis that revealed the distal end of the shaft was separated proximal to the guide wire exit port.

Manufacturer narrative:
(B)(4). Eval summary: the carotid stent system was returned with blood in the distal outer sheath and on the entire length of the carotid stent system. There was no contrast visible. The distal outer sheath was not retracted. There was a kink in the distal outer sheath 1.5 cm distal to the guide wire exit port. The distal end o the catheter shaft was separated proximal to the guide wire exit port, for a length of 1.3 cm. There was no other damage noted to the carotid stent system. A micrometer was used to measure the outer diameter of the distal outer sheath and this met mfg criteria. Since no product deficiency or damage related to the delivery system shaft including the guide wire exit port and other components, was reported during inspection prior to use and preparation, it is possible that the kink occurred during advancement of the device in the tortuous anatomy and the separation happened during shipment back to abbott vascular for eval. In addition, the outer diameter of the distal outer sheath measurement met mfg specs. It is possible that circumstances during the case contributed to observe damages and the inability to cross the lesion. The xact is 100% visually inspected before packaging. A review of the lot history records (lhr) associated with this incident revealed that the device met the acceptance criteria. Engineering will continue to monitor this type of complaint.